Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The device was returned for evaluation. Visual examination determined that the reamer handle coupling adaptor had fractured as reported. Due to the fracture, the instrument was non-functioning as the handle would not disengage from the serpent for disassembly. The failure mode was determined to be wear and torsional overload from use. Manual surgical instruments have a limited life-span, which is generally determined by wear or damage due to repeated intended use.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a total hip arthroplasty utilizing an offset reamer on (B)(6) 2014. While the surgeon was reaming the acetabulum, a portion of the anterior offset reamer handle fractured. Another anterior offset reamer was utilized to complete the procedure. There was no patient injury or significant delay to the procedure as a result.